Event description:
It was reported that the external pulse generator (epg) displayed a self-test error code. The error was replicated and was cleared. The caller was looking for a sticker that could be placed on the epg on how to clear the error, however technical support (ts) noted that there was no known sticker that was manufactured by the company . The epg remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed functional and bench tests. Analysis found the upper case and one side bail cover was broken. The battery contacts were compressed.

Event description:
The epg was returned for trade-in.